Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 115mg/dl. Customer stated the device was exposed to moisture. Troubleshooting was performed and was unable to clear the alarm. Customer was advised to discontinue use of the pump and revert to backup plan per hcp's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to corroded electronic assembly. The insulin pump also received with cracked case(battery tube) and cracked battery tube threads.